Event description:
This report refers to a product problem rather than an adverse event. Customer reported a crack in the septum component which is part of the tubing configuration for the blood gas sensor. The sensor and associated tubing components connect to a pt's arterial line for measurement of arterial blood gases. The crack in the component was evidenced by fluid leakage at the site of the crack, and resulted in pt blood loss of about 2 cc. Replacement of the tubing components upon discovering the cracked component did not compromise pt care and the pt suffered no adverse effect as a result of the problem. The blood loss that occurred was roughly equivalent to 6 conventional arterial blood gas measurements and risk was considered to be minimal.